Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation filter fracture and the resultant symptoms. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation of struts into organs, tilting and a medial fractured strut retained in the body, approximately eight years and seven months post implant. The patient also experienced anxiety related to the filter and is on daily medication to manage anxiety. According to the implant record the indication for the filter implant was prophylactically preoperative for bilateral total knee arthroplasty. The filter was placed via the right internal jugular vein and was deployed at l3. Post filter deployment, placement of a triple lumen catheter was completed. The patient was reported to have tolerated the procedure well. About eight years and four months post implant a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. The sagittal reformatted images were submitted for review three months later. The scan findings reported infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as well as strut fracture. The ivc filter is tilted medially at the inferior end, and it does not contact the ivc wall. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and ivc and organ perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages from tilting, perforation filter fracture and the resultant symptoms. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient was scheduled for bilateral total knee arthroplasty (tka) and was felt to be at risk for deep vein thrombosis (dvt) and pulmonary embolism (pe), based on the extent of the orthopedic procedure. Placement of an inferior vena cava filter (ivc) was then recommended. The right side of the patient¿s neck and chest were prepped and draped in sterile fashion, and the internal jugular vein was cannulated with a micropuncture needle using seldinger technique. Fluoroscopy was used to confirm wire placement in the inferior vena cava, followed by completion of an inferior vena cavagram, which showed the bifurcation of the iliac veins about l5-s1 level, and the renal vein around l1. The trapease filter was deployed at l3. Post filter deployment, placement of a triple lumen catheter was completed. The patient was reported to have tolerated the procedure well. About eight years and four months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The sagittal reformatted images were submitted for review three months later. The scan findings reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis trapease ivc filter is at the l2-l3 interspace. The ivc filter is tilted medially at the inferior end, and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 4mm and resides within the soft tissues; two medial struts perforate the ivc wall both 4mm and reside within the soft tissues, and a posterior strut perforates the ivc wall 5mm and contacts the l3-4 disc. Two lateral struts perforate the ivc wall 3mm and 5mm and reside within the soft tissues. Additionally, one fractured medial strut was reported. The scan also noted that the original function of the ivc filter is permanent; therefore, the filter cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting and a medial fractured strut retained in the body, becoming aware of these events approximately eight years and seven months after the filter implantation. The patient further experienced anxiety related to the filter and is on daily medication to manage anxiety.